Manufacturer narrative:
Corrective information: the complainant confirmed with the manufacturer the reported incident occurred on serial #(B)(4) and not on the originally reported serial #(B)(4). An approved field service technician was dispatched to evaluate the cot. A visual/functional evaluation was conducted at the customer's location. There were observations of wear/tear items but there were no malfunctions found that would contribute to the cot not engaging properly with the safety hook. The cot was operating within specification. Pictures were provided by the complainant of the safety hooks installed in the ambulance. Upon review of these pictures it was discovered two safety hooks were being used instead of the one hook provided with the cot. The ambulance was not available at the time the cot was evaluated; however, the customer stated the 2nd hook was hitting the edge of the safety bail when unloading causing the bail to lift and not engage properly with the other hook. They did not feel the incident was related to a malfunction of the cot but rather the interaction of the bail with the hook and training of the medic using the cot at the time of the incident. A copy of the user manual providing instruction on installation of the safety hook was provided to the complainant. The complainant further verified they had removed the second hook from the ambulance. The complainant was contacted to follow up on the alleged patient injury. They stated, per the hospital staff, the patient was alleging upper shoulder and back pain; however, no additional details have been received regarding the alleged injury. Upon review of the product evaluation and the pictures of the hook installation, it is believed the cot did not malfunction in a way to cause the reported incident but rather the improper installation of the hooks in the ambulance floor created an interference with the safety bail and the center hook engaging properly.

Event description:
It was reported that while unloading a patient from the truck the safety bar may have not caught the hook on the truck floor. Specific details of what occurred during the incident were not provided but it was stated the patient is alleging injury. An investigation has been initiated and communication with the end user has been started in an attempt to gather more details about the incident.

Event description:
It was reported that while unloading a patient from the truck the safety bar may have not caught the hook on the truck floor. Specific details of what occurred during the incident were not provided but it was stated the patient is alleging injury. An investigation has been initiated and communication with the end user has been started in an attempt to gather more details about the incident.